Manufacturer narrative:
Additional pli added. Other relevant device(s) are: product ID: etcf3232c49e, serial/lot #: (B)(4), ubd: (B)(4) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported endoleak seen immediately following implant was confirmed; however, the exact cause/source of the endoleak could not be determined from the films returned. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy, and films during stent graft deployment and ballooning were also not available. Analysis of the returned videos did not reveal any out of specification stent graft integrity issues. A type ia endoleak seems unlikely as the contrast blush was also seen after pulling down the injector into the aortic body, and a type iiia junctional endoleak seems less likely as there appeared to be sufficient component overlap. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity which most likely would have self-resolved within 24 hours. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. The likely endoleak source appeared to be in a location where the components were not overlapping; across a single fabric layer of the bifurcate between the bottom of the proximal neck and the flow divider. Other relevant device(s) are: product ID: etlw1616c156e, serial/lot #: (B)(4), ubd: 01-may-2021, UDI#: (B)(4); product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 17-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 85mm diameter abdominal aortic aneurysm. The patient was noted to have good evar anatomy with a long neck and minor calcification. It was reported that during the index procedure upon completion angiogram, a large blush of contrast was noted below the neck. On repeat angiogram with the catheter pulled further into the stent graft to eliminate the potential of a type ia endoleak, the endoleak was noted again. The neck was re-ballooned and on further imaging with co2 as contrast to preserve kidney function, the endoleak was still present and peri-graft. After implantation of a cuff the endoleak was still present and after further implantation of additional stent grafts to reline the limbs the endoleak was mostly resolved but still present minimally. The procedure was completed. The patient had a follow-up ultrasound two days later which showed that the endoleak was still present. The cause of the endoleak noted was not provided as per the physician. The type of endoleak could not be conclusively determined. No additional clinical sequelae were reported and the patient will be monitored.